Event description:
During procedure, high impedance was observed on the right ventricular channel. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.